Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system failed to boot up. Upon troubleshooting with the customer, the rse determined that that upon powering on, the screen displayed "please select boot device." This message indicated that the host computer couldn¿t recognize the boot source, which was a temporary issue. To resolve the issue, the rse advised the customer to press esc to continue booting. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.